Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the plunger rod separated from the rubber stopper and fell out of the syringe. The returned syringe was examined and exhibited the plunger rod separated from the stopper. The plunger rod was examined and exhibited a broken tip on the plunger rod. A review of the device history record was completed for batch# 9077933. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200814720] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken tip on plunger rod) l2l dispatch #(B)(4) was created for machine cutting off the top of the plungers.

Event description:
It was reported during use the syringe 0.5ml 1/2in 90 bx 450 mo plunger was loose/falls out/separates. The following information was provided by the initial reporter: consumer reported "the plunger rod separated from the rubber stopper and fell out of the syringe.".

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9077933. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200814720] noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the syringe 0.5ml 1/2in 90 bx 450 mo plunger was loose/falls out/separates. The following information was provided by the initial reporter: consumer reported "the plunger rod separated from the rubber stopper and fell out of the syringe."